Event description:
Subsequent to the initial medwatch report, additional information indicated that the attempted arteriotomy closure was in the common femoral artery after an interventional procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of an unspecific vessel using a starclose se device after an unspecific procedure. Reportedly, during advancing the thumb advancer the sheath did not split completely (step #3). The starclose se device was removed from the vessel and hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in the clip deployed state with the deployed clip captured in the distal end of the clip delivery tube. The vessel locator was fully retracted into the device and the sheath was slit to the distal end of the delivery tube. However, the sheath was stretched beyond the tubeset end leaving approximately 2-3mm unslit. The sheath was damaged at the distal end with torn material and evidence of contact with the vessel locator wings (vlw) when the vlw were deployed. Also detected were bowed garage tube leaves. Internal device inspection did not reveal any handle or flex guide anomaly; however, the vlw were bent. Inspection of the vlw determined them to be intact and secure in attachment to the vessel locator assembly. The incomplete splitting of the sheath confirmed the reported event. The bowed garage tube leaves indicated the likelihood of a tight tissue tract and/or radial force constriction, possibly due to an insufficient nick and spread incision or anatomical feature, on the sheath and clip delivery tubeset preventing unrestricted deployment of the tubeset through the tissue tract. A tight tissue tract or radial forces may prevent proper sheath splitting, causing the sheath to stretch and the garage tube leaves to advance through the sheath, to bow. The stretched sheath may come in contact with the deployed vlw and not fully split. The stretched sheath would then prevent the proper deployment of the clip off the distal end of the device and prevent proper vlw retraction, bending the vlw, as it occurred in this case. The starclose se instructions for use states: it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures. Based on the investigation, the probable cause is related to the operational context in the use of the device. To assure proper device operation, a sample from the lot is functionally and destructively tested. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.